Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the footboard was not working properly. It is unk if there was a pt involved or if there were adverse consequences reported.